Manufacturer narrative:
Device did not malfunction during the procedure. Physician was not willing to go back into his records to provided more details as he feels ehits are normal within a large vein practice and his current ehit/dvt rate is below the national average level. The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
Ehits were reported on a questionnaire for post market surveillance. Physician stated that he performs 3000 ablation procedure a year and has only 6 ehits. All of the patients were ehit 1 with the exception of one that was an ehit 2. He prophylactically treats the patients that are poor ambulators or past thrombus with eliquis. With the ehit 1 patient, he treated with aspirin. None of the ehits progressed and all patients' ehit resolved.